Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colectomy procedure, while closing the enterotomy, the staple line did not form properly. The staples were straight legged and not the correct b-shape formation. The colon was resected and re-stapled using a different stapler and reload to resolve the issue. Procedure was converted to open. The patient is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colectomy procedure, while closing the enterotomy, the staple line did not form properly. The staples were straight legged and not the correct b-shape formation. The colon was resected and re-stapled using a different stapler and reload to resolve the issue. Procedure was converted to open. No additional tissue had to be resected during the procedure. The patient has had no complications from the surgery. The patient is alive with injury